Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was double counting patient's intrinsic rhythm then delivered one inappropriate shock. The double counting triggered a stored false ventricular tachycardia (vt) episode. It was noted that the patient will be brought into clinic and the system reprogrammed. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.